Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported there was a loss of therapy; the caller stated that since they got the sleep number bed ((B)(6)) they have noticed that they are going to the bathroom more often and are dealing with restless legs. The caller stated that they then read the sleep number manual and their manual said not to use the bed if they have an implanted device. The caller confirmed that the manual says that the bed is 5 gauss; information was reviewed and programming changes were suggested but no therapy changes were made on the call. Troubleshooting was unable to be performed. The patient was redirected to their healthcare professional hcp to further address the issue.